Event description:
Caller reported that the pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially plugged the pump into a wall outlet using the tandem charging cable, and was instructed to try a different outlet. After leaving the wall adapter plugged into a working outlet for 30 minutes, the issue was resolved, and the pump began charging, requiring no further assistance.